Event description:
The end user states they have already replaced the batteries, the controller, and the pendant. The end user states that the arms will not go up or down. The end user states that the actuator would work when it was connected directly to the battery, but not when connected to the controller.